Event description:
It was reported that during an implant procedure the right ventricular (rv) lead was found to have high impedance in multiple locations of the heart septum. The rv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed with no anomalies found. There was a cosmetic cut on the outer insulation and the lead was damaged at implant.